Event description:
Product (stapler) was in use by surgeon. The product failed to line up and close properly and handle joint snapped and broke into pieces. A second stapler of the exact same type was then used and also malfunctioned, but did not break. A third stapler was required.